Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right ventricular (rv) defibrillation lead channel and electrogram (egm) review was requested. Technical services (ts) review confirmed that deflections were observed on the rv egm without oversensing, and were likely attributed to myopotential from the diaphragm. Ts recommended lead testing in-clinic with valsalva maneuvers, bearing down, and deep breathing to determine whether the noise was reproducible. Additional information received 15 months later reported that the patient was experiencing shortness of breath with exercise. The sensor was adjusted, and myopotential oversensing with 1.6 seconds of pacing inhibition was observed during the time that the patient had gone for a walk. It was noted that the left ventricular (lv) lead was in the left bundle branch (lbb) and the rv lead was programmed sub-threshold. Technical services (ts) discussed troubleshooting options and programming considerations, including turning on biventricular (biv), changing lv offset to allow rvs to come through. This rv lead remains in service. No additional adverse patient effects were reported, and the patient was not pacer dependent.